Manufacturer narrative:
The reported h9110- spherical burr is expected to be returned for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The distributor reported on behalf of a user facility that the h9110 bur head came off during use while performing a arthroscopic ankle joint operation. All fragments of the bur were retrieved immediately. The surgeon used an alternative device to complete the surgery as planned. This device issue caused a 0-15 minute delay and there was no patient injury reported. Due to privacy protection, the distributor was not able to provide patient information or patient outcome. This report is raised on the basis of a device malfunction with potential for injury with recurrence.

Manufacturer narrative:
The reported used spherical bur was returned to conmed for evaluation. Visual inspection of the device verified the tip of the bur was separated from the inner tube at the weld. This is most likely due to excessive force applied laterally, side loading, by the user or stalling of the device. The manufacturing documents were reviewed and no abnormalities that would cause or contribute to this malfunction were noted. All units in this lot met specification before shipment. A two-year review of complaint history found no prior reports for this failure. In this same timeframe, (B)(4) units have been manufactured and shipped worldwide, making the rate of occurrence of this failure (B)(4). The instructions for use advise the user of the following. Do not apply excessive force to the bur. Cutting performance is not increased with force. Excessive force can cause damage to the device including permanent deformation, shredding of metal, motor seizures and overheating. The incident type will continue to be monitored through the complaint system to assure patient safety.